Event description:
After medical procedure an audible noise was identified by surgeon. Patient had complained to the surgeon about the noise caused by her hip. Revision of a ceramic total hip liner to a polyethylene liner. Femoral head exchange from a alumina 36mm head to a cobalt chrome 36mm head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental. Not returned.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
After medical procedure an audible noise was identified by surgeon. Patient had complained to the surgeon about the noise caused by her hip. Revision of a ceramic total hip liner to a polyethylene liner. Femoral head exchange from a alumina 36mm head to a cobalt chrome 36mm head.